Event description:
Pt sustained highly comminuted right femoral shaft fracture, right tibia/fibula shaft fracture and a tibial plateau fracture on 2/4/97. Subject plate was implanted. At an unknown date post operative the plate was noted as broken. Plate was subsequently removed from the pt. Date of removal is unknown.